Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue of leakage can be confirmed. The probable cause is due to insufficient solvent. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported device use was stopped due to a confirmed leak of the solution. This occurred during priming in middle (B)(6) 2025.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.